Event description:
End user alleges that their sam300p units x 5 powered on by themselves w/o enduser intervention. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device the history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed all weekly auto self-tests up to and including the last log entry on the (B)(6) 2017. During this time information from the history log shows an increase in voltage which suggests that a further pad-pak was installed. During the above period the device records 30 manual power ons of under 1 minute duration. These manual power ons may indicate that the user was power cycling the device or the beginnings of membrane failure. No further log entries were recorded. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. There were no log entries of 10 minutes duration but there were 30 manual power ups recorded in the history log over a 7 year period, mainly under 1 minute duration. These manual power ons may indicate that the user was power cycling the device or the beginnings of membrane failure. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Enduser alleges that their sam300p units x 5 powered on by themselves w/o enduser intervention. No patient involved